Event description:
It was reported by service report that the brakes could not be fully engaged due to both brake rings being worn and a malfunctioned side control support shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.